Event description:
It was reported that during implant of the left ventricular (lv) lead, there was loss of capture, high impedance, and r wave amplitude variation. A different lv was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events of loss of capture, high lead impedance and low sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.